Event description:
The reporter stated the surgeon inserted a micl 12.6 mm implantable collamer lens on (B) (6) 2010. The lens flipped upside down on insertion into the eye. The lens was removed with no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4) (lens flipped and inserted upside down), unlabeled. H6: eval results: (other): a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).